Manufacturer narrative:
Pump was received with constant error alarms. Problem isolated to the mother board. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test or excessive no delivery test due to error alarms. Unit was received with intermittent up, down arrow button and act button response due to flattened up, down arrow button and act button dome switch. Keypad connector was fully locked. Pump had cracked reservoir tube lip.

Event description:
Customer reported via phone call the insulin pump alarmed failure of flash memory and new software release detected. Customer's blood glucose was 351 at the time of the incident. Customer tried to clear the alarm but it was recurring. The customer was assisted with self-test and it failed. Customer also reported having keypad anomaly. The buttons were hard to press. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care provider's instruction. The product will be returned for analysis.